Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error and keypad anomaly. The customer blood glucose level was 163 mg/dl. Customer was assisted with troubleshooting. Customer states they were currently in the hospital but not related to diabetes. Customer states the time was changing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.